Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens. The lens was explanted due to low vault and was exchanged for another lens.

Event description:
Additional information received - the lens was implanted in the patient's left eye (os) on (B)(6) 2010. The lens was explanted on (B)(6) 2010 and was exchanged for a longer lens.

Manufacturer narrative:
(B)(4) - surgical procedure, secondary surgery, explanted, lens, vaulting, low. (B)(4).